Event description:
Customer reports that she obtained results of 216mg/dl and 113mg/dl within minutes on the same device. No adverse event reported and no treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.